Event description:
Experienced body fluid strike through in the fabric reinforcement area of the gown. Technical services reviewed and suggested the use of a alternate gown for extremely wet procedures.